Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device would not function on battery power. Customer installed a new battery and the device still would not function on battery power. Complainant also stated that the monitor screen intermittently would only display a dot in the center. The complainant indicated that there was no pt involvement in the reported failure.